Manufacturer narrative:
Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the pen ndl 32g 4mm pro 100 box ap was difficult to prime, and the plunger was difficult to push in during use. This occurred on 3 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "unable to prime or the priming starts and then there is difficulty pushing the plunger of the pen the rest of the way."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pen ndl 32g 4mm pro 100 box ap was difficult to prime, and the plunger was difficult to push in during use. This occurred on 3 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "unable to prime or the priming starts and then there is difficulty pushing the plunger of the pen the rest of the way."